Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was in a car accident in 2010 or 2011, which resulted in the stimulator to crack and require replacement. No further complications were reported/anticipated.